Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon "no image" was not reproduced at the repair department. However, it is possible that "no image" occurred temporarily due to communication failure caused by cable failure because lines occurred on the image due to cable failure. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable camera head had bad image quality where the image was shorting out. The handle had to be jiggled to get a picture, and there were lines in the visualization. The issue was found during a diagnostic hysteroscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found colored lines on the image due to a kink and knot on the cable, a rusted coupler was also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.